Manufacturer narrative:
Following product analysis the results, method and conclusion codes were updated.

Event description:
Related manufacturer reference number: 3006705815-2019-01700.

Event description:
Device 1 of 2, mfg report reference: 3006705815-2019-01700. It was reported that the patient experienced lead migration. The leads had migrated down and effective coverage could not be achieved. The patient had a revision surgery in which the leads were replaced. Effective therapy was restored post operation.